Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had several no delivery alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed no delivery even after multiple infusion set and reservoir changes. During the no delivery troubleshooting customer stated that the insulin exited after a 5 unit fixed prime has been delivered and there is no bent infusion set cannula issue. Customer also reported to have received a failed battery test and a motor error alarm and customer declined troubleshooting on those issues. Customer also reported to have experienced a high blood glucose of 275 mg/dl and in the 300's mg/dl and treated with insulin pump. The insulin pump is being replaced and is not expected to return for analysis.